Event description:
The pt reported the device worked well to control his reflex sympathetic dystrophy (rsd) pain after implant, however, after starting aquatic and physical therapy the pt felt overstimulation, dizziness, near syncope, severe headaches and lethargic. The pt stated he reported these symptoms to his health care professional (hcp), and was informed it was not device related. The pt stopped going to these activities and had many programming changes, but the symptoms remained the same. The pt turned off his device in 2008, and all of these symptoms stopped, but his rsd symptoms returned. The pt stated there had been no other changes in his life, and no medication changes just prior to turning off his neurostimulator. After his device was turned off, his medications were increased to control the symptoms of his rsd. The MFR recommended the pt continue to follow up with his doctor. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to the FDA if add'l info is received.